Event description:
An endurant ii main body stent graft (etbf2516c166ee) and endurant ii stent graft limb (etlw1620c124ee) were implanted during the endovascular treatment of a 43mm abdominal aortic aneurysm. It was reported during the index procedure, etbf2516c166ee was successfully implant as per IFU. Some difficulties engaging the gate were encountered, requiring the use of different catheters and guides. Using a crossover technique a guide was passed and captured with a snare. Following this, etlw1620c124ee was implanted and ballooning was performed with a reliant balloon. During angio check an endoleak was visible in etbf2516c166ee , suspected to be a type iiib after checks were carried out with the reliant balloon inflated in the proximal collar. To resolve the physician elected to implant an endurant ii aui (etuf2514c102ee) and another endurant ii limb (etlw1616c82ee) inside the existing grafts to exclude the endoleak.  Per the physician the cause of the suspected type iii endoleak is undetermined but noted the endoleak was not caused by vessel calci fication/tortuosity or thrombus. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the type and cause of the endoleak could not be conclusively determined. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) was performed but only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. While a type iiib fabric endoleak is unlikely to occur at index, there was calcification observed on the left aspect of the aortic neck, near the aneurysm sac. Therefore, the possibility of an acute fabric tear caused by an interaction between the graft fabric and calcification cannot be ruled out. This could have also been a type IV endoleak caused by increased fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and the volume of the aneurysm sac may have also contributed to this en doleak. Moreover, the intervention performed would have likely resolved both endoleak types. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the type and cause of the endoleak could not be conclusively determined. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) was performed but only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. While a type iiib fabric endoleak is unlikely to occur at index, there was calcification observed on the left aspect of the aortic neck, near the aneurysm sac. Therefore, the possibility of an acute fabric tear caused by an interaction between the graft fabric and calcification cannot be ruled out. This could have also been a type IV endoleak caused by increased fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and the volume of the aneurysm sac may have also contributed to this en doleak. Moreover, the intervention performed would have likely resolved both endoleak types. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.